Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer ¿ the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a vessel dissection occurred. The lesion being treated was located in the ostium of the left circumflex artery. The lesion was predilated with a 2.5x15mm and 3.0x15mm apex balloon. The physician deployed a 3.0x8mm taxus liberte stent. A vessel dissection was identified which required immediate coronary artery bypass. The facility does not attribute the dissection to the stent or balloon. Additional information was requested but is not available.